Event description:
It was reported that the user experienced recurrent low blood glucose, with device data indicating more lows in the morning and a lowest recorded value of 63 mg/dl, and that the user sometimes announced meals when glucose was already low; troubleshooting and education were completed, and the case was assigned for additional training. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included complaint handling and clinical review. Investigation of this case revealed cause unclear. It was concluded that the event was user-experienced hypoglycemia with unclear cause and that additional training was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.